Event description:
Device malfunction: device #2, none. Symptoms/ae: rfa and lfa hematomas. Time of symptoms/ae: after vessel closure. It was reported that a tech trained in the use of the perclose proglide device achieved arteriotomy closure of the right and left femoral arteries after an interventional procedure. Reportedly, after arteriotomy closure of the left and right femoral artery, a large hematoma developed at the access sites. Both hematomas were reported to be greater than 6cm, but the exact size could not be provided. Each hematoma resolved with digital pressure and the pt was discharged from the hospital as planned. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4): device #1: part#: 12673-03, lot#: 83040-6h indicated is being filed under MFR number 2953144-2010-00263. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.